Event description:
Dr. Placed mod hook catheter over glide wire and when he advanced it over the wire and tip of mod hook broke off and floated into artery. Able to snare tip out of patient so no harm, but product malfunction needed to be reported. FDA safety report ID# (B)(4).